Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent alarms occurred. A system check was performed by tandem technical support where an occlusion was found to be within the cartridge. Additionally, the customer used cold insulin with pump supplies. Tandem technical support educated customer on cartridge/insulin labeling. Customers blood glucose (bg) read "high" , however, a specific value was not provided. Additional information regarding bg level was not provided. The customer changed the pump supplies to resolve the issue.